Event description:
It was reported that on (B)(6) 2018, patient reported that the home monitor didn't stay on. When the subsidiary received the home monitor, no problem was identified, the monitor stayed on. The monitor was send for analysis.

Event description:
It was reported that on 13th february 2018, patient reported that the home monitor didn't stay on. When the subsidiary received the home monitor, no problem was identified, the monitor stayed on. The monitor was sent for analysis.